Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the event history log noted there was a check clutch/plunger lever error recorded. Functional tests included use testing. An attempt was made to start the device however the pump could not run an accuracy test due to the check clutch error. It was noted that the position pot was not plugged into the main board. The position pot was plugged back into the main board and the pump was recalibrated. Based on the evidence, the check clutch error complaint was confirmed, however the accuracy issue was unable to be confirmed. The root cause was attributed to customer induced damage.

Event description:
Information was received indicating that this syringe infusion pump failed accuracy testing. It was also noted that the pump exhibited a check clutch and plunger lever message. No adverse patient effects were reported.